Event description:
The customer contact reported a leak of a chemotherapeutic agent. After an unspecified length of time in use, fluid was found leaking from a crack in the casette port for line d. The delivery was stopped. The spill was lceaned up according to the hospital's protocol. The tubing set was replaced and the therapy was resumed. There were no reported adverse effects to the pt or clinican. No medical interventions were required.